Manufacturer narrative:
The sample was not made available to mfg for analysis.

Event description:
Clinical manager reports an infusor reservoir detached from the infusor housing during filling, causing 5-fluorouracil to spray onto the technician's face and into the technician's eyes. The technician subsequently removed her contacts and had her eyes examined by her ophthalmologist. The ophthalmologist's examination revealed no adverse effects to the technician's eyes as a result of this event.